Manufacturer narrative:
Hydraulic sub assembly.

Event description:
It was reported by service report that the cot had a leaking hydraulic. It is unknown if there was patient involvement or if there are adverse consequences to report.